Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. Evaluation also revealed a dim, discolored display screen with fading text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed evidence of a crack at the battery compartment. Evaluation also revealed a dim, discolored display screen with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.